Event description:
A malfunction was reported with a malfunction code of malf 24, and the customer was advised that a replacement pump would be sent. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.